Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway.

Event description:
It was reported that approximately one-month post placement, imaging allegedly demonstrated the catheter detached from the port body. Reportedly, the catheter migrated to the heart. Furthermore, the patient was transferred to a different hospital for removal of the device. The patient has been asymptomatic and stable.

Event description:
It was reported that approximately one-month post placement, imaging allegedly demonstrated the catheter detached from the port body. Reportedly, the catheter migrated to the heart. Furthermore, the patient was transferred to a different hospital for removal of the device. The patient has been asymptomatic and stable.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards to the described problem. Investigation summary: one ti powerport, one cath-lock, and one chronoflex catheter and three electronic photos were returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations and a photo review were performed. The investigation is confirmed for catheter separation from port, specifically for a complete subcutaneous catheter break, as the break profile on the proximal end of the catheter was not circumferentially aligned and had slight inclines. The depth marking near the proximal end of the catheter appeared worn. Although there was no catheter fragment attached to the port stem of the returned sample, the observations of the catheter separation sites are consistent with catheter fracture/tearing. The definitive root cause could not be determined based upon available information. Physiological, chemical (e.g. Catheter embrittlement due to prolonged exposure to ethanol/alcohol based solution), mechanical (e.g. Repeated/cyclic kinking of catheter), patient and/or placement factors may have contributed to the reported event. However, it is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.